Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735368, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The computer was booted multiple times during burn-in testing. No srmanager errors were observed during boot up. The ent program starts and runs normally. No srmanager errors were observed in the ent application. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was giving a sr manager failure when attempting to boot. The site was able to get to the application launch screen, but it would cycle on the sr manager failure after opening ent. No patient was present at the time of the event.